Manufacturer narrative:
(B)(4). The site indicated the incident sample is not available for evaluation. If additional information pertinent to the incident is obtain, a follow-up report will be submitted.

Event description:
The customer reported that the cautery flamed up during a procedure. There was no injury to the patient. The incident device is not available for evaluation.